Manufacturer narrative:
The field service engineer (fse) replaced the differential mixing chamber and resolved the fluid leak issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the cause of the reported event is related to the differential mixing chamber. Beckman coulter continues to track and trend any incident related to this issue. (B)(4).

Event description:
The affiliate stated the customer reported a large puddle of blood and diluent leaked underneath the instrument involving the coulter lh 780 hematology analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence associated with this event. The facility has an exposure control plan in place for biohazard material. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.